Manufacturer narrative:
Age or date of birth: please note that this value is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient experienced an issue similar to a feeling of heat coming from their device, especially while charging. It was noted that this was the main reason the patient¿s implantable neurostimulator (ins) was changed in 2014 and that the gluteal side of implant was changed at that time. The patient¿s replacement ins was implanted on (B)(6) 2014; however, the explant date for the original ins was not provided at the time of report. Additional information was sought regarding device details, the issue experienced, and the cause; however, no response has been received at this time. No further complications were reported or anticipated.